Event description:
The customer reported the alarm has no power even when the batteries were replaced with new ones, no damage to the battery door, contacts and no visible damage to the alarm unit. There was no patient incident or injury reported. Inspection of the product found the alarm does power on and there is evidence of battery acid in the battery compartment.

Manufacturer narrative:
(B)(4). Evaluation results: evaluation of the returned product found that the alarm has battery acid in the battery compartment and battery contact. Also, the battery contact is corroded. The alarm does power on. Note: posey instructions for use has a warning statement for battery installation: take care when installing new batteries. The alarm will not work if batteries are installed improperly. Always install a completely new set of batteries when the chirping due to lower battery power sound begins. Do not replace a single cell, but all cells in the alarm. Do not mix old and new batteries, or battery brands within a battery pack (4 batteries). Use of mixed batteries or batteries installed incorrectly may cause battery damage, and may damage the alarm. Remove any alarm from use and send the appropriate facility authority if batteries are damaged or corroded or the battery compartment has signs of previous battery corrosion such as white powder residue. (B)(4).